Event description:
Single patient event only. Physician placed wire in the rca at a distal lesion, stented with a 3x18mm bare metal stent. Thrombus developed so he ballooned with no positive result. Then he went down the vessel with a kensey nash thrombcat. Dr attempted to remove the thrombus with the thrombcat but it was not effective. When he tried to remove the thrombcat he felt resistance. He continued to try and pull the device back but it wa sticking. He tried to remove the wire but he couldn't. He removed the wire with the device. The wire is mangled and separated.

Manufacturer narrative:
The product has been returned and tested; however, the evaluation has not been completed. This is one of two products involved with this adverse event in which the associated MFR report numbers are: 3006010712-2007-00001 and 3006010712-2007-00002.